Event description:
Patient reported, "breasts are getting larger, are hard, rocky, painful, and believed to be encapsulated", inquired as to next steps related to recall. Healthcare professional additionally reported rupture. The device was explanted. This is the left side record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "breasts are getting larger, are hard, rocky, painful, and believed to be encapsulated", inquired as to next steps related to recall. Healthcare professional additionally reported rupture. The device was explanted. This is the left side record.

Event description:
Patient reported, "breasts are getting larger, are hard, rocky, painful, and believed to be encapsulated", inquired as to next steps related to recall. Healthcare professional additionally reported rupture. The device was explanted. This is the left side record.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: brown particles, fold creases, around 0-25% of the shell is missing, broken shell with sharp edge with localized stresses induced. A dimension measurement in the shell was performed which identified the thickness within specification; additionally noted stress marks, nicks and a weight test of the explanted material was performed which confirmed the device was underweight. Based on the device analysis the final assessment is a broken shell with a sharp edge with localized induced stresses assessed as surgical impact, and missing shell that is assessed as inconclusive.